Manufacturer narrative:
Insulin pump act button did not respond, due to moisture damage on keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 150 mg/dl. Customer stated she was having lunch with husband and the insulin pump started alarming. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)